Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. E2, e3 - three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image was likely from a broken connector which inputs the image. The specific root cause of the broken connector could not be determined at this time as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned for evaluation. However, olympus followed up with the user facility and the customer further reported the issue was resolved but the customer did not specify what resolved it. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the user facility that there was reportedly no image on the high definition liquid crystal display monitor during an unspecified event. No patient was affected or involved. During troubleshoot, the technical support engineer felt as though the connector was broken. The input setting was inspected on the monitor but still no image. The customer was switching inputs on back of video processor when the phone call became disconnected.